Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp and noted that no visible blood intrusion was observed. Subsequently the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. This report is being submitted as a result of a retrospective review conducted in CAPA 584165

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) experienced a blood back event. It was noted that the intra-aortic balloon (iab) had ruptured and that the iabp unit had been swapped out. The event had occurred about a week ago and the iab was sent to the customer's risk management department. The customer's biomed has reported that the safety disk is contaminated and it is unknown the extent of the infiltration to the iabp unit. It was later reported that visible blood was observed in the catheter line. There was no patient harm or adverse event reported.